Event description:
It was reported that during an unspecified procedure, the nc monorail catheter broke during advancement into the guide catheter, and was removed without incident. No patient injuries or complications were reported. The procedure was completed with another of the same device.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.